Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated and the cut wires were raised. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the forceps elevator wire ends looked out of the distal end. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc surmised that the suggested event occurred as follows. - the elevator wire got broken due to fatigue accumulated by repeated operation of forceps elevator. - the user kept using the device without detecting the broken but not raised condition of the elevator wire. - the broken elevator wire was caught in the distal cover at the time of attaching the cover during later use. Or, the broken elevator wire raised up because cleaning brush touched the wire during the brushing on distal end. If additional information becomes available, this report will be supplemented.